Event description:
A malfunction alarm was reported, identified by the malfunction code malf 0. The customer's blood glucose level did not exceed 500 mg/dl, and therefore, there was no adverse impact on the customer¿s blood glucose level. Technical support arranged to replace the pump and advised the customer to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The customer was provided with a replacement pump and instructed on how to proceed with returning the faulty pump.